Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had a low blood glucose of the 42 mg/dl and was treated with two tablet spoons of jelly. The customer also had high blood glucose of the 330 mg/dl and was treated with the syringe. The customer declined troubleshooting for the low and high blood glucose and sensor bleeding incidents. The customer also stated that, the sensor had calibration not accepted alert and a change sensor alert. The device will not be returned for analysis.